Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect; he was admitted to the hospital due to loss of consciousness and unresponsiveness. In the ICU (intensive care unit), the patient jerked violently and had intense posturing for 20 - 30 seconds "almost resembling serious seizure activity." Additionally, the patient had decreased urine output, but his vitals were stable. Per the hcp, the family reported the patient was "not himself" a shunt malfunction was initially questioned and ruled out via a CT (computerized tomography) scan. No alarm was reported. The patient was not scheduled for a pump refill until (B)(6) 2012. It was later reported that there was nothing found while the patient was in the hospital to believe the event was due to the pump. The hcp thought it was "something else" and had nothing to do with the pump. There was no surgical intervention performed to the pump system. The patient outcome was reported as non-serious injury/illness.